Event description:
It was reported the patient experienced a shocking/jolting sensation. The patient would feel pain/jolting at the site of implantation 2-3 times per month. Impedances were measured to be over 4,000 ohms on some of the electrodes. Increasing the amplitude from 1.0v to 1.5v resulted in the impedances being normal. Reprogramming was noted. It was stated the patient did not want their current program changed because their symptoms were ¿doing good.¿ cycling was turned off on the patient¿s current program. It was noted the doctor was to see the patient in two weeks. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va01czm, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).